Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a distributor. The product is also sold in the USA. The chamber was visually inspected and turned upside down to observe float operation. Results: a small bow was observed in the side of the aluminum base. When the chamber was inverted, the floats did not move. Conclusions: the small bow is likely to have occurred from an impact such as from being dropped. This is known to cause the chamber floats to not move. Consequently, the floats are unable to shut off the water and overfilling can occur. We have an open CAPA item to address this issue and put measures in place to reduce and/or prevent recurrence. The instructions for use indicates the correct water level. And advises the users to replace the chamber should the water exceed the limit line.

Event description:
A hospital reported to our distributor that a humidification chamber overfilled because the float did not work properly. No pt consequence was reported.